Event description:
A malfunction on the pump was reported by the customer, identified by malfunction code malf 5. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. To address the problem, the customer was advised to use multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump with updated software to be sent. The customer was informed about the storage mode procedures for the faulty pump and the process for returning it within 10 days using the pre-paid label provided.